Event description:
It was reported that the patient's right atrial lead had no capture. The lead appeared to be perforated on the chest x-ray and computed tomography scan. The lead was explanted and replaced. No further information was available.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.